Event description:
Event description guidant received information that the atrial lead model 4479 had dislodged. During an invasive procedure to reposition the lead the lead became lodged in the subclavian vein. It was then determined that another physician would have to be called in to extract the lead. During the extraction the ventricular lead model 4470 was damaged. In turn, both leads were replaced. The physician also opted to insert a new device as well.